Event description:
A malfunction on the pump was reported by the caller. There was no reported impact to the customer¿s blood glucose level as the caller did not confirm if the level exceeded 500 mg/dl. Customer service provided pump reset information and assisted in resetting the pump, after which the malfunction did not recur. The customer was advised to continue using the pump and to call back if any malfunction code recurred, which the caller acknowledged and understood.